Event description:
During the procedure, I felt pain in my cervical and vaginal canal area. I experienced bleeding and continue to experience bleeding and painful intercourse. During a recent pap smear, I experienced pain and bleeding. I never experienced these issues prior to the procedure. FDA safety report ID# (B)(4).